Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing burning at the ipg site and high impedance on contact 8. Surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned within the pocket to address pain and burning sensation at the implant site and l4 lead was fractured during the attempt of the removal, and it was left implanted. L3 lead was not touched, and patient has effective therapy.